Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test and displacement test due to broken reservoir tube lip. However, the pump passed rewind test, prime test and excessive no delivery test. The pump also had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring and stained address/serial number label.

Event description:
The customer reported via phone call that the there was crack on the reservoir and battery compartment and lip of the reservoir compartment was missing. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.